Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair because of no function, namely it was no longer possible to switch between the controls. Also, something was rattling inside the device. No injury has been currently reported.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service repair because of malfunctioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. This is a final report.

Event description:
The fine tuner echo was returned to service and repair because of no function, namely it was no longer possible to switch between the controls. Also, something was rattling inside the device. Troubleshooting has been tried, including taking out and in the battery, which temporary solved the issue, but the problem eventually reoccurred. No injury has been currently reported.